Event description:
Facility reports the set leaked where the tubing and the filter meet. This occurred during patient infusion of 5fu chemotherapy. No patient injury or medical intervention was reported. No additional information was available from the facility.